Event description:
Research medication initiated. Patient reports "wet feeling of gown," situation assessed, pump stopped. Leak appears to be located at spot where pharmacy connected filter tubing to drug tubing, connection appears crooked. Patient's gown dampened small puddle noted on floor between bed and pump. Charge nurse, managers notified, spill cleaned per protocol. Spill estimated to be approx. 15-20cc. Pump settings show total given ml = 40ml. At this time, patient does not express any new symptoms r/t event, skin assessment within defined limits. Eoi time = 1129. At 1145 research coordinator notified by phone call. Manufacturer response for IV tubing, IV tubing continu-flo solution set with duo-vent spike (per site reporter).